Manufacturer narrative:
There was no patient involvement. A device history record review was completed on the corrected lot number: part 03.501.080, lot 9333432: manufacturing location: (B)(4). Manufacturing date: january 30, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: one zipfix application instrument was returned. No damages could be identified. No screws were found to be lose or missing. The instrument does not show any usage marks. The visual check on the instrument shows that the instrument has not been used much by the user. The performed functional test with three implants (tensioning and cutting) did not produce any functional issues. The instrument is found to be functioning as per its design intent. Phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this event happened at a presentation at the clinic with a dry bone before they stated to use it. There was no patient or procedure involvement.

Manufacturer narrative:
It is unknown if there was patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number: (B)(6). Manufacturing site: (B)(4). Manufacturing date: december 01, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the spring of a new application instrument f/sternal zipfix was broken. The device had not been used. This is report 1 of 1 for (B)(4).